Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized. On an unreported date, the patient was treated with injection fortum (125 mg in each cycle) and injection amikacin (200 mg in each cycle) ip for peritonitis (length of time not reported). It was unknown if the patient had recovered from the event. Pd therapy was ongoing. No additional information is available.